Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 02-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 1 mg per ml concentration at 0.43 mg per day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that increased pain, nausea. The pump moved around in abdomen and had been flipping. Patient was in hcp's office on (B)(6) for pump refill and it was discovered under fluoro that the pump had flipped. The hcp was able to flip the pump back into normal position and refill it. However, the volume of medication aspirated was more than the expected volume (the rep did not have the exact numbers and was notified of this today). Today, (B)(6) 2018, a dye study was performed. The hcp was able to aspirate approximately 2ml from the catheter access port (cap) and injected dye. It was noticed that the dye all stayed around the pocket area and did not reach the spinal tip of the catheter. The patient's pump was programmed to minimum rate per the hcp's request. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the dye did not go up into the catheter so there was something going on with catheter. Cause of pump flip was unknown. The hcp was discussing options with the patient. No surgery had been scheduled yet. Pump flip/volume discrepancy event had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that they performed a catheter revision on 2018-(B)(6). The reason for the revision was because the pump had been moving around inside the patient. It moved around so much that the catheter "stretched, snapped, came apart, and broke off." The catheter was very twisted up so they replaced the catheter and also implanted a smaller pump (20ml). There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8784, serial# (B)(4), found significant catheter twisting that may have affected infusion. The catheter body was broken near the pump connector in the area of the transition tubing. The transition tubing was also damaged. Analysis of the catheter, model# 8782, serial#(B)(4), found significant catheter twisting that may have affected infusion. The catheter body was broken and areas of kinks and compression were observed. Conclusion code and result code pertain to the pump, serial# (B)(4). Conclusion code and result code pertain to the catheters. (B)(4). If information is provided in the future, a supplemental report will be issued.